Event description:
A peritoneal dialysis pt has reported that the alarm on the cycler machine kept sounding when he tried using this particular cycler set. Allegedly there may have been a cassette leak but the pt did not report that he had noticed any fluid leaking. He changed to a new lot and did not receive alarms. There was no report of ill effect to the pt and no sample is available for eval. Despite multiple attempts to obtain add'l info no response has been received.

Manufacturer narrative:
Device history record review: the DHR for this product and lot was reviewed and the following was found: this particular lot did not have any ncr. No deviation was documented during the mfg process. All the applicable tests during the in process and final inspections were conducted in order to ensure product integrity and documented with acceptable results according to applicable procedures. No reworks/re-inspections were performed to this finish good lot # 10lr08084. The sample was not received for eval, therefore the complaint is deemed as unconfirmed. Fmc (B)(4) will continue monitor these type of incidents per current procedure.